Event description:
It was reported, the load wheel casting cracked. No adverse consequences alleged.

Manufacturer narrative:
The customer could not determine which serial numbers of their large fleet actually had experienced the cracking. The customer also stated that they have disposed of the cracked headsection.